Manufacturer narrative:
A lot number was not reported so a batch review of the finished good lot and components could not be reviewed to determine if there were quality issues noted throughout the incoming inspection, manufacturing, in-process or final inspection process. Samples were not available for review. Without the finished good lot number, retained samples could not be reviewed. If samples, or additional information becomes available at a later date, the samples or information will be reviewed and added to the file and a follow-up report will be filed. Without receiving a finished good lot so manufacturing records could be reviewed, receiving sterile devices to tensile test, or receiving detailed information regarding the method utilized to remove the device from the package, pre-operative preparation of the devices, placement of the device in the tissue, method utilized to secure the device in the tissue as stated in the IFU, surgeon¿s experience and/or technique, the patient¿s health status and specifics, what the routine movement was as reported by the patient, or quality of the tissue, a definitive root cause for the reported event cannot be confirmed with certainty. As stated in the IFU for the devices, ¿adverse events including wound dehiscence and reactions are common risks/complications of any surgical procedure. There are many causes that can result in the wound opening, sutures failing or reaction, infection, abscess/leakage during or post-operative a procedure: the patient¿s health status, poor skin quality, thin skin; the risk is higher with a patient with a weak immune system, malnutrition or chronic medical condition. The surgical procedure ¿ the risk increases with poor surgical techniques such as improper suturing, over-tightened sutures or inappropriate type of suture used for a particular procedure. Other factors - the risk is greater with smoking, obesity, premature post-surgery exercise and heavy lifting. The warning in the IFU states, ¿this an absorbable material, the use of supplemental non absorbable sutures should be considered by the surgeon in the closure of sites which may undergo expansion, stretching or distention or which may require additional support.

Event description:
It was reported by the sales rep that post-op a total knee procedure, the suture broke and caused the wound to dehisce. The medical staff felt like it was almost like the barbs disintegrated particularly near the fledge (where the needle meets the suture). It is unknown if device is available for return.